Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software, product ID: a820, product type: software, product ID: tm90t0, lot#serial#: (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and dilaudid via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient had been having difficulties connecting to their pump and it worsened as they got closer to needing a refill. The patient stated, ¿it¿s been a month since my last refill, so it slows down, and by the time I get to my next one in june, it will sit at 91% for 2-3 minutes¿. The patient was calling in because they were told to call in and get a new communicator. The patient denied their communicator getting wet or being dropped and denied having any charging issues. During the call, the patient stated that they were having a ¿flare¿ and wanted a bolus, and they were able to request/receive a bolus quickly on the call. The agent reviewed considerations. The patient then mentioned they had a long trip on (B)(6) and were concerned that it wouldn't work while they were gone. The patient was planning to monitor and call back as needed. Additional information received on 02-may-2023 from the patient reported that they have pain that the pump is not covering that began 2 months ago on (B)(6). The patient spoke with their physician on a plan to increase diaudid at next refill to try to address her pain. An email was sent to the repair department for a replacement device. Additional information received on 02-may-2023 from the patient reported that it took a long time to connect to the pump. They had a pump fill on monday and the nurse that filled the pump was able to connect faster. While on the call, agent walked the patient through the steps in the attached ka and they were able to connect to the pump faster. The troubleshooting steps that were taken resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.